Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a routine follow up in-clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance. The physician elected to explant and replace the lead. The patient was in stable condition.